Manufacturer narrative:
The non-boston scientific ra lead and the device remain in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, a review of stored episodes revealed noise on the non-boston scientific right atrial (ra) lead. Undersensing of the patient's intrinsic pulse and ventricular oversensing of atrial activity was observed. The physician believed the noise was due to the new ra lead being positioned too close to the abandoned ra lead. However, a boston scientific technical services consultant reviewed the episode electrograms and determined the noise was due to air bubbles escaping the seal plug. No further episodes of noise were stored, and noise was not reproduced in the clinic. No adverse patient effects were reported.